Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. It was also reported that the left ventricular lead dislodged and there was elevated threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).